Event description:
A distributer in another country reported that after changing circuits there was much more condenstation in the circuit.

Manufacturer narrative:
Results & conclusion: please see attached report "excessive condensation (rainout)" for details of failure investigations. Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013. Investigation summary: each circuit or humidifier unit returned to fisher & paykel healthcare due to an alleged rainout problem was evaluated by our engineers. In cases where the unit was returned, we found there were a number of causes for excess condensation. Comments: sales figures have not been included in this trend analysis because condensation complaints originate from a range of humidifiers and circuits. It can be seen from the trend analysis that the number if complaints are on a downward trend. We will continue to monitor and trend complaints of this nature.